Event description:
It was reported that during a meningeorrhaphy surgery, when t1 pierced meniscus and was back out, t2 fell off. Planer tool was used to clean and then other device was opened, but same matter appeared. A backup device was available to complete the procedure with no major delay or patient injuries.

Manufacturer narrative:
One 72201491 ultra fast-fix curved needle delivery system received. The complaint stated: t1 pierced meniscus and was backout, t2 fell off. Planer tool was used to clean and then other device was opened, but same matter appeared." The blue split cannula was returned covering the needle. The white depth limiter is attached. It was trimmed too short for the application. It is trimmed back beyond the tip of the blue inner sheath. T1, t2 and suture were not returned. The needle is extremely bowed, bent toward the right and twisted at the distal tip. Twisting or bending of the needle track may encourage release of t when not intended. Twisting or bending of the needle track can interfere with advancement and release of t's. The condition is consistent with difficulty in reaching desired location. The manual advancement lever was positioned fully forward. IFU instructs to manually position t1 for stripping off and then manually push the lever fully to then position t2 for stripping off. Advancing the lever fully in one motion may prematurely release t2. No root cause related to the manufacture of the device was confirmed. Country was left blank, should be (B)(4).